Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. The lot number of the articular surface is unavailable, therefore review of the device history records and complaint history search could not be performed for the articular surface. The device history records for the 00599603801, lot #62515755 were reviewed with the following anomalies identified. Two units were scrapped at initial machining because of tool marks, and two units were scrapped at packaging because of spots. These anomalies could not have led to the reported event. No issue were noted regarding the compatibility of the articular surface with the tibial component. However, the compatibility of either device with the femoral component could not be checked as the part number fo the femoral component is unknown. A complaint history search identified no other complaint for the tibial component (lot # 63071614). Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the package insert of the components, loosening and damage of the prosthetic knee components and wear debris that can initiate osteolysis and may result in loosening of the implant are known potential adverse effects of the tka procedure. A definitive root cause cannot be determined with the information provided. A summary of the investigation is being sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Patient weight - ni. Manufacture date ¿ ni. Concomitant medical products: item name: nexgen option stemmed tibial size 7, item number: 00598605701, lot number: 63071614. Therapy dates - (B)(6) 2017.

Event description:
It was reported the patient was revised for tibial loosening. The articular surface indicated severe pitting.